Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported adverse events cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, infection and herniation are documented as adverse events. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter (aus) after the previous aus was removed. The aus was infected after another procedure that the patient had for a hernia repair which was not related to the aus and was removed in a previous procedure. A new aus was implanted in the patient.